Event description:
A customer reported obtaining biased glucose results for one patient sample. Biased results of this magnitude may result in inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The investigation determined that the results were consistent with a slide tracking error. The analyzer was pwered off, resulting in the incubator being cleared of slides. Acceptable qc results were obtained after powering the analyzer off/on. The cause of this event is user error.